Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) alleging that the pump dispensed extra insulin. The reporter claimed the pump would give extra insulin that would not appear in the pump's history. At 4:59 pm on (B)(6) 2012, the patient's blood glucose (bg) level was ''103 mg/dl.'' By 6:25 pm, her bg was ''105 mg/dl.'' At that time, the patient ate carbs and bolused 3.1 units which was confirmed in the pump's history. At 9:18 pm, her bg was at ''183 mg/dl.'' The patient ate a snack and then bolused 4.4 units at 10:47 pm which was confirmed in the pump's history. The reporter claimed that the pump showed 32 units remaining. At 11:11 pm, the patient received a loss of prime warning so the pump was disconnected from the patient. The patient primed 5.2 units. However, at 11:16 pm, the patient got a ''low cartridge warning'' which was set to alarm at 20 units. The reporter claimed that 11.8 units of insulin were missing. She concluded that the missing insulin was delivered which caused the patient's bg level to suddenly drop. At the time of contact with anm, the patient's bg level was ''97 mg/dl.'' The patient was eating while the reporter was talking to the anm representative involved in this contact. The reporter explained that the patient was eating to cover the iob of 2-3 units. The reporter claimed that the patient had just eaten and her bg level should have been in the ''200's'' mg/dl. She also mentioned that the patient had developed symptoms of feeling sick and her heart was fluttering due to the rapid drop in her bg level. While reviewing the pump, the patient check her bg level again and got a result of ''72 mg/dl.'' The reporter then said she was going to call 911 and disconnected the call with the anm representative. The anm representative called the reporter back at a later time. The reporter mentioned that the patient's bg level had dropped to ''67 mg/dl'' and she ate 36 carbs. The reporter reportedly treated the patient with a glucagon injection. She also reportedly contacted the patient' s doctor who advised her to monitor the patient's bg level every 30 minutes. She was also given unspecified advice by the doctor as to how to treat for low bg's. The reporter mentioned during the follow-up contact that the patient had nausea from her bg level dropping so fast. She also claimed that the patient had a headache and nausea from receiving the glucagon treatment. The reporter stated that the patient had started using syringes. The pump's time and date were correct. The bolus history reportedly added up correctly with the tdd. The pump's basal rates were confirmed. The basal history added up to match with the basal settings. A low cartridge alarm was noted for (B)(6) 2012. According to the reporter, the patient would disconnect when priming. The extra insulin alleged by the reporter could not be confirmed with the review of the pump. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump delivered extra insulin and the patient developed a low bg level with symptoms suggestive of severe hypoglycemia. However, at this time it is unknown if the pump contributed to the patient's injury considering the alleged extra insulin could not be confirmed with a review of the device. No issues were found with troubleshooting of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.